Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, back up vvi and post-paced t-wave oversensing was noted on the device. Technical support was contacted and reprogramming of the device is anticipated to resolve the event. The patient was in stable condition.

Event description:
During a follow-up, episode of post paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.